Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level, high blood glucose level as well as customer alleging possible insulin pump over delivery. Customer¿s blood glucose level was 100 mg/dl at the time of incident. Customer¿s different blood glucose level was 122 mg/dl, 170 mg/dl to 180 mg/dl, 700 mg/dl and came down to 300 mg/dl. The customer provides details regarding symptoms of their low blood glucose episodes such as real shaky. Customer was treated with food. Customer was not using auto mode feature. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.